Event description:
It was reported that the patient broke out from the 63b electrodes. The patient broke out in welts after using the the 63b electrodes and 72r electrodes. The patient did not use anything over-the-counter (otc) nor was prescribed any medication. The patient did not change her creams, lotions or detergents. She does not take any blood pressure medication. The patient was seen by her doctor who advised to discontinue treatment with the device. It was reported that no further information is available

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: b4: date of this report added. D3: manufacturer updated. G1: contact office updated. G3: date received by manufacturer added. G6: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to yes. H4: device manufacturer date added. H6: impact code added 4648 - insufficient information h6: component codes added 451 - electrode h6: clinical code added 4545 - skin inflammation/ irritation h6: device code updated to 2682 - patient-device incompatibility h6: investigation code added to 3331 - analysis of production records h6: investigation code added to 4119 ¿ insufficient information available h6: investigation findings code added to 3221: no findings available h6: investigation conclusions added to 4315 - cause not established h10: additional narratives/data the following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient broke out from the 63b electrodes. The patient broke out in welts after using the the 63b electrodes and 72r electrodes. The patient did not use anything over-the-counter (otc) nor was prescribed any medication. The patient did not change her creams, lotions or detergents. She does not take any blood pressure medication. The patient was seen by her doctor who advised to discontinue treatment with the device. It was reported that no further information is available.